Event description:
Customer reported their staff have experienced leaking were the texium and smartsite attach. No specific event details were available. Reporter is not hearing of any leaks from any other of their group facilities and is unable to determine the issue. Cardinal health representative followed up with the facility with review of report and education. Additional information was provided to sales at time of visit. No further leak reports have been observed.

Manufacturer narrative:
(B)(4). The customer reported the product was discarded and the lot number was not identified; therefore, we were unable to review the lot history record or perform a product evaluation to determine the root cause.